Manufacturer narrative:
Other, other text: h3: device evaluation results one cadd legacy pump was returned for investigation in good condition. The keypad and labels are intact. The investigator did not find any evidence in the event history log to support the customer reported product problem (failed volume delivery test). Delivery accuracy testing was performed on the pump. The pump was delivering volumes according to specification (+/-3.0%). The test results were as follows: -1.13%, +0.49%, and -0.59%. No fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that during testing the device did not pass delivery testing. No patient involved.